Event description:
It was reported by the customer that once they removed a pleurx drain from patient, the cuff was retained in patient's chest. Verbatim: I am a nurse at omitted.. My team recently removed a pleurx drain from a patient, and the cuff was retained in the patient's chest post-removal. Is this a defect? Please let me know if we need to follow up in any way, or if there is a proper avenue to use in order to report this occurrence. Additional information received 14-feb-2023 good morning, mrn (B)(4) date of encounter was (B)(6) 2023. Pleurx was placed on (B)(6) 2022 and removed on (B)(6) 2023. We did not save any tubing from the pleurx to be sent in, but in the future can if that is necessary or helpful we did tx him with abx considering our efforts to remove the retained cuff. No photos. We do not have the lot number yet, but we are attempting to track that down.

Manufacturer narrative:
Pr (B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: f26. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.